Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, one day post implant, this pacemaker system displayed high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). At implant, the rv lead pacing impedance was around 982 ohms and the pacing threshold was around 0.90 volts. By the following day, the rv lead pacing impedance had increased to greater than 2000 ohms, and the pacing threshold had increased to 4.0 volts in bipolar and failed to capture in unipolar. It was noted that the lead safety switch (lss) triggered overnight. The lss has since been programmed off. The pacemaker was programmed to dual chamber pace/sense mode. The patient is not considered pacemaker dependent. The root cause for the event remains unknown. At this time, there is no plan to revise the associated rv lead and the patient will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.